Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a2, a3, a4, b5 and h6 (health effect clinical code and health effect impact code). Evaluation: a zoll medical representative went onsite to evaluate the device and multifunction cable. The device was put through extensive testing without duplicating the report. A review of the device log indicates there was poor coupling between the patient and the electrode pads being used. Cable faults were observed prior to analysis attempts. There are subsequent successful analyses; the first resulted in an attach pads prompt, then a pads on prompt followed by a second analysis with a no shock advised determination. There are three more analysis determinations of no shock advised at two minute intervals. The final analysis resulted in a shock advised, however CPR was performed during this analysis. The rescue protocol was exited with no shock being delivered to the patient. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.